Event description:
It was reported by maude event report (B)(4) that during an unknown procedure the staples did not close on the initial suture line. The tissue had to be resected and a new device was used to accomplish the staple line. The device is listed as available for evaluation.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.